Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient developed wound drainage. The wound was still opened. The doctor reported that there was a small bowel perforation and that it may be technique related. There was no mention of a defective mesh or ring break.